Event description:
It was reported through a user facility medwatch # unknown, that a device was used during a lap cholecystectomy. The trocar broke upon insertion by the surgeon. The surgeon retrieved the pieces. There was no injury to the pt.